Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited a gradual elevation of pacing impedance and capture threshold over the past year. The lead was capped and replaced uneventfully on (B)(6) 2017. Patient left procedure in good condition.

Manufacturer narrative:
The reported events of high lead impedance and unacceptable thresholds were not confirmed. As received, a partial lead distal portion in one piece was returned with the helix extended and clogged blood/tissue. Electrical testing performed did not find any conductor fracture but an internal short was found due to procedural damage. Visual and x-ray examination did not find any anomalies on the portion of lead with the except for damage consistent with that occurring at the time of the procedure.

Manufacturer narrative:
Correction - h2 - additional information and device evaluation were not selected in previous report from 13 apr 2023. Correction - h3 - evaluation summary attached was not selected in previous report from 13 apr 2023.